Manufacturer narrative:
B3: date of event was estimated based on the aware date as there was no exact date indicated.

Event description:
It was reported that shaft break occurred. A 4.50 x 12mm synergy megatron? Drug-eluting stent was advanced for treatment. After the stent was deployed, the stent delivery system and the wire were removed. However, the distal shaft was found to be broken while the wire was still intact. No patient complications were reported.